Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents test due to blank display. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 327 mg/dl. Customer stated that insulin pump had blank display on screen. The customer was assisted with troubleshoot for blank display. Customer states the display returned. The insulin pump will not be returned for analysis.